Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Cracked hub within first day of placement update from medwatch report #(B)(4) ¿lot number 11438264: 1.9fr l-cath placed, with lot number 11438264 with cracked hub. Midline had to be replaced, neonate, male.¿ update from email: 10/27/2022 @ 0955 ¿ir 133122 lot number 11438264: 10/14/2022 1.9fr l-cath placed on (B)(6) with lot number 11438264 with cracked hub. Midline had to be replaced.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for this complaint. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and establishing a definite root cause and corrective action is not possible. If the samples are returned at a future date, these complaints will be reopened for further evaluation at that time.

Event description:
Cracked hub within first day of placement.